Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections d1, d5, e3, g1, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6)2022 to (B)(6)2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed due to damage caused by excessive heat and electrical discharge. The field service engineer reseated the row board cable and replaced the retractor band to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system had a drawer 1.1 pocket a5 failure and that black marks were observed on the retractor band potentially due to thermal damage. This incident did not cause any delays in patient care, as there were no reported medication issues and other machines were accessible. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed due to thermal damage on the retractor band. A field service engineer reseat the rowboard cable and also replaced the retractor band to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system had a drawer 1.1 pocket a5 failure and that black marks were observed on the retractor band potentially due to thermal damage. This incident did not cause any delays in patient care, as there were no reported medication issues and other machines were accessible. There were no adverse events or injuries reported based on this event.